Event description:
A customer reported that their pump battery would not charge, and despite using a tandem charging cable and a wall outlet, the charging connection was unstable and unrecognized. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the customer to use a different wall outlet, but the issue persisted. As the customer did not have alternative charging accessories, technical support decided to send a replacement tandem cable and wall adapter. They planned to follow up, advising the customer to rely on the pump until the new supplies arrived. The issue was resolved by changing supplies.